Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button correctly and concluded that despite temporary functionality, the button remained difficult to press. As a resolution, technical support decided to replace the pump, and the customer will continue using the current pump until the replacement is received since it is still under warranty.